Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit with no specific issue. Upon triage on (B)(6) 2018 the service tech found unit has no ramp up alarms. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the unit with no specific issue. Upon triage on (B)(6) 2018 the service tech found unit has no ramp up alarms¿. The unit was triaged and the reported condition was confirmed. The unit was powered on by battery alone and ac cable and in both cases the device powered on and ran through post but there were no audible tones during start-up. The volume control was checked for the buzzer and was turned to maximum. The unit was restarted and there were still no tones during post. The pcb was removed and examined under a microscope. Corrosion was found on several components on the pcb. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.